Event description:
Failure of permanent array light; company 800 number called; no assistance. Manufacturer response (as per reporter) for impedance controlled endometrial ablation, novasurewaiting for manufacturer to send packing supplies for return.

Event description:
Failure of permanent array light; company 800 number called; no assistance. Manufacturer response (as per reporter) for impedance controlled endometrial ablation, novasurewaiting for manufacturer to send packing supplies for return.